Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels up to 540 (mg/dl) and trace ketones for several days. Manual injections and boluses were delivered to address bg levels. The customer also changed the pump supplies and drank water to address ketones. Recommendation was made to consult with a health care provider to discuss diabetes management.